Event description:
It was reported that the elective replacement indicator (eri) message appeared on the primary cell implantable pulse generator (ipg) two months after implant. The ipg was replaced due to suspected premature discharge of battery.

Event description:
It was reported that the elective replacement indicator (eri) message appeared on the primary cell implantable pulse generator (ipg) two months after implant. The ipg was replaced due to suspected premature discharge of battery. Subsequently, an analysis of the ipg database confirmed premature battery depletion.

Manufacturer narrative:
Analysis of the returned ipg revealed that the device reached the end of service life prematurely. The ipg was in use for 70 days prior to depletion. A review of the labeling revealed that implants could fail at any time due to random component failure, loss of battery functionality, or dbs lead breakage. The cause of the premature battery depletion could not be conclusively determined.

Event description:
It was reported that the elective replacement indicator (eri) message appeared on the primary cell implantable pulse generator (ipg) two months after implant. The ipg was replaced due to suspected premature discharge of battery. Subsequently, an analysis of the ipg database confirmed premature battery depletion.